Event description:
The customer stated that she was hospitalized with a low blood glucose of 34 mg/dl. The customer stated that she was shopping, and suddenly fell due to the low blood glucose. The paramedics were called, and she was taken to the hospital. The customer felt uncomfortable using this insulin pump due to frequent low blood glucose levels during the past 30 days. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.